Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer dropped the ilet on the edge of a tub, resulting in a cracked screen and inability to access the device menu; images of the damage were provided and a replacement was arranged. Symptoms included no reported adverse health effects and blood glucose not impacted. Outcomes included continued use of the customer¿s cgm with a phone or receiver while awaiting the replacement device. Investigation included review of customer-provided images and logistics for replacement and inspection of the returned device. Investigation of this device revealed physical damage to the device¿s display assembly consistent with accidental impact, with no functional assessment possible due to the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.